Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's pocket revision occurred on (B)(6) 2018. The cause of the patient's nerve damage was not determined. The physician prescribed lidocaine patches and mentioned a cortisone shot under guidance in the area of pain near the battery. The patient's issue has not been resolved, and this was confirmed with the physician. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the representative was inquiring about ins implant depth guidelines as they were attending a pocket revision because the ins was "poking out" and was uncomfortable. They initially thought it was part of the normal post-op healing but the issue persisted. The ins had migrated to the point where it had almost surfaced and could be seen poking/bulging out and protruding; they noted that they couldn't see the battery through the skin. The revision was to move the pocket higher and go deeper. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep). It was reported that the ins issue was resolved. Ins was moved higher and a little deeper since it was too superficial before. Rep saw the patient and patient was comfortable and recovering from surgery. Information was confirmed from the health care professional (hcp). No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the rep saw the patient today ((B)(6) 2018) and she is still complaining of pain where the battery is located. The is even after the pocket was revised on (B)(6) 2018. She said it feels like the battery is poking her near the upper right point of the battery. It was confirmed that she does not hurt at the incision line. This information was confirmed with the physician. The patient has a follow up appointment next wednesday. Additional information was reported that the rep had met with the patient again and they are still complaining of pain in the battery pocket, primarily at the upper right hand corner of the ins. Her pocket revision was performed on (B)(6) 2018 (conflicts with the previously reported date of (B)(6)). The doctor is going to continue to monitor the situation. The doctor think a nerve might have been damaged and could be regenerating, causing the discomfort. The patient was prescribed lyrica for the battery pocket pain. The rep will continue to follow up with the patient. No further information was reported.